Manufacturer narrative:
(B)(4) dislodgement was not an issue. Final analysis revealed that the distal and proximal insulations were damaged at 26.7 cm from the connector pin due to sub clavicle crush, this could have caused the reported noise problem and low lead impedance.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient experienced a vibratory alert. The right atrial lead exhibited impedance less than 100 ohms. The lead was explanted and replaced.